Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, the patient experienced a myocardial infarction. Index procedure: (B)(6) 2011 - the patient presented with chest pain and was diagnosed with unstable angina. The 80%stenosed target lesion was 34 mm long with a reference vessel diameter of 3.5 mm, located in the right posterior descending artery(r-pda). The physician direct stented the lesion with a 3.5 x 38 mm taxus liberte stent, residual stenosis was 0%. The patient was discharged the next day on aspirin and prasugrel. (B)(6) 2012 - the patient was diagnosed with acute myocardial infarction, metabolic acidosis and was hospitalized the same day. Four days later the patient was diagnosed with acute bilateral deep vein thrombosis (dvt). The physician treated the patient medically. Both the metabolic acidosis and the acute bilateral dvt were considered resolved without residual effects. The acute myocardial infarction was not considered recovered or resolved. The patient was discharged 12 days after being admitted to the hospital.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) 2011, the target vessel was originally reported as being located in the right posterior descending artery (r-pda). The correct lesion location is the distal portion of the saphenous vein graft (svg) to the r-pda. It was further reported: (B)(6) 2011 procedure, balloon angioplasty was performed to treat the 90% stenosed mid right coronary artery (rca) which achieved 0% residual stenosis. (B)(6) 2012 - the patient was hospitalized at a different facility with complaints of breathlessness, chest pain, nausea, vomiting and loose stools for two days.